Event description:
It was reported that during an arthroscopy, after the fast-fix 360 t1 was deployed it failed to secure. The procedure was completed using a s+n back up device. It is unknown if there was a delay. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned off the needle. The t2 is bent but not broken. The t1 is missing the tip. The suture knot is tightened down. The actuator is in the pre-t1/post-t2 position. Bio debris is present. A functional evaluation showed the actuator will cycle as intended. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. The root cause for break was associated with unintended use of the device. The root cause for device dislodged or dislocated could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the failure include failure to fully actuate the device behind the meniscus during implantation. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned off the needle. The t2 is bent but not broken. The t1 is missing the tip. The suture knot is tightened down. The actuator is in the pre-t1/post-t2 position. Bio debris is present. A functional evaluation showed the actuator will cycle as intended. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause for break was associated with unintended use of the device. The root cause for device dislodged or dislocated could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the failure include failure to fully actuate the device behind the meniscus during implantation. Based on this investigation, the need for corrective action is not indicated.